Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation and capsular contracture, baker grade unknown with hardening.

Event description:
Health professional reported a left side deflation. Healthcare professional additionally reported "really bad capsular contracture," baker grade unknown with "hardening." Device has been explanted.

Event description:
Healthcare professional reported "really bad capsular contracture," baker grade unknown with "hardening." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, a crease fold, yellow and white particles. A leak test was performed and found openings on the radius side. A microscopic analysis was performed which identified a striated edge opening, consistend with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated edge openings on radius side assessed as surgical damage.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29-apr-2010.

Event description:
Healthcare professional reported "really bad capsular contracture," baker grade unknown with "hardening." Device has been explanted.